Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.